Event description:
It was reported the implantable neurostimulator (ins) was repositioned because it 'started to move around' and was 'a little bit too shallow.' It was stated the ins would 'be horizontal and bulged out.' The patient would manually 'put it back the way it was supposed to be.' Since the repositioning in (B)(6) 2012, the patient had not had any issues regarding the movement of the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant poroducts: product ID 3889-28, lot# v334555, implanted: (B)(6) 2009, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).